Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 7.3 mmol/l and 2.1 mmol/l within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with apple juice and sweets and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.